Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024 a 14mm amplatzer septal occluder was selected for implant to treat an atrial septal defect. The defect was measured as 10mm static and 12mm when measured with a balloon. The occluder was implanted. During the 6-month follow-up it was noted that the septum appeared to have more movement, however valve appeared stable with no color flow. On (B)(6) 2025 during a follow-up x-ray it was noted that the occluder embolized to the ascending aorta. The patient also presented with shortness of breath. An attempt was made to snare the occluder but was unsuccessful. The occluder was surgically removed. The patient status was stable.

Manufacturer narrative:
An event of device embolization into the ascending aorta, 6 months after the device implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the available information, the cause of the reported device embolization could not be conclusively determined. It is possible that patient's anatomy (aneurysm the septum) contributed to the reported event; however, this cannot be confirmed. The reported unexpected medical intervention and hospitalization was a result of case-specific circumstances as the device was attempted to be snared. It was unsuccessful. The reported surgical intervention was to remove the occluder surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 1254 difficult to fold, unfold or collapse.

Event description:
It was reported on (B)(6) 2024 a 14mm amplatzer septal occluder was selected for implant to treat an atrial septal defect. The defect was measured as 10mm static and 12mm when measured with a balloon. The occluder was implanted. During the 6-month follow-up it was noted that the septum appeared to have more movement, however valve appeared stable with no color flow. On (B)(6) 2025 during a follow-up x-ray it was noted that the occluder embolized to the ascending aorta. The patient also presented with shortness of breath. An attempt was made to snare the occluder but was unsuccessful. The occluder was surgically removed. The patient status was stable.